Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) armrest motor module, arm rest motor power cable and the manipulator controller ergo base (mceb) board to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that a recoverable ergonomic error message had occurred during a surgical case. Troubleshooting had begun with a report from support that the surgeon had experienced the message even though the ergonomic controls had not been adjusted at the time of the event.